Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins). The patient reported that she thinks the implant moved because she had a lot of pain at the implant site. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient reporting that the circumstances that led to the patient thinking their implant had moved/pain at the implant site was they lost 20 pounds. Steps taken to resolve the issue was the patient was in contact with the manufacturer representative (rep) for help. The patient's weight at the time of the event was asked but was not addressed. No further complications were reported/anticipated.